Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced suspected radio frequency (rf) telemetry interference. It was also noted some yellow collecting wave (ycw) indications during attempted transmissions, despite power cycling, forced calls, and positioning adjustments near the implant. Then, troubleshooting efforts were performed, however, the communicator continued to display one ycw. The communication team reviewed diagnostics, noting low to no rf interference on february, but prior moderate interference in oct/nov. Multiple failed telemetry attempts were documented, with interrogation unsuccessful using different programmers, wands, and the communicator of the patient. A magnet reset was performed successfully with appropriate tones, but the interrogation remained impossible and the telemetry malfunction persisted. Technical services advised that the home environment was unlikely the cause, recommending clinic evaluation of rf settings and device replacement. The device was considered highly likely to have an rf telemetry malfunction. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Explant performed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced suspected radio frequency (rf) telemetry interference. It was also noted some yellow collecting wave (ycw) indications during attempted transmissions, despite power cycling, forced calls, and positioning adjustments near the implant. Then, troubleshooting efforts were performed, however, the communicator continued to display one ycw. The communication team reviewed diagnostics, noting low to no rf interference on february, but prior moderate interference in oct/nov. Multiple failed telemetry attempts were documented, with interrogation unsuccessful using different programmers, wands, and the communicator of the patient. A magnet reset was performed successfully with appropriate tones, but the interrogation remained impossible and the telemetry malfunction persisted. Technical services advised that the home environment was unlikely the cause, recommending clinic evaluation of rf settings and device replacement. The device was considered highly likely to have an rf telemetry malfunction. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.